Event description:
The physician was performing a regular external biliary drainage that he has done many times before. For this incident, the drainage was left in the patient for approximately 1 week. When it was time to take it out, x-ray had shown that the tip of the drainage catheter had broken off. The physician had informed the cook representative that it had already broken off before he tried to remove the drainage catheter. A stent was placed before this procedure and the drainage catheter was placed approximately 2-3cm inside the stent. He also said that it had not been in contact with the stent after the procedure was done. After 1 week, the tip (3-4cm) was found to have been broken off and migrated away from the original position. No additional information has been provided.

Manufacturer narrative:
Lot - f267025 or f2701334 (unconfirmed). Expiration - unknown as lot is unconfirmed. Patient code - as far as we are aware, the product has not been retrieved from the patient and this is not labeled. (B)(4). Device manufacture date: unknown as lot is unconfirmed. Event evaluation: still under investigation.